Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of device is not functioning and shortness of breath,headache and dizziness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on mar 19, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of device is not functioning and shortness of breath, headache and dizziness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected the device externally and observed unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There was an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. The manufacturer inspected the device internally, observed an unknown debris in the tracks of the ui panel. Manufacturer notes that there are mineral deposits present on the motor casing suggesting unknown liquid ingress. There was a light brown grain-like contaminate present in the bottom enclosure. There was an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o ring. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and was able to confirm the customer's complaint. Sections d8, d9, h2, h3, h6 has been updated in this report.